Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that insulin pump had software error detected and main arm cannot communicate with the motor arm. The customer¿s blood glucose level was unknown at time of incident. Customer was able to clear the alarm and able to rewind the insulin pump. Customer was to performed self test and it was failed. Customer stated that insulin pump had pump error during rewind. Customer stated that insulin pump was not exposed to a high magnetic field. The insulin pump will not be returned for the analysis.